Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. 46).

Manufacturer narrative:
The act button did not respond due to a flattened button dome switch. The no delivery alarm could not be verified due to the unresponsive buttons. The insulin pump was received with minor scratches on the display window, cracked battery tube threads and a broken reservoir tube lip.

Event description:
It was reported that the buttons on the customer's insulin pump were not responding. The issue was discovered when the customer received a no delivery alarm while attempting to deliver a bolus and could not clear the alarm. Her blood glucose level was 245 mg/dl. The customer could not recall any significant events leading to the keypad issues. She was advised to discontinue use of the pump and revert to a back-up plan. The customer declined troubleshooting for the no delivery alarm. Nothing further was reported.